Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 28mm mechanical mitral valve, it was explanted and replaced with a mechanical valve of the same size and model. It was reported that there was a problem with the leaflet motion, although the physician did not provide a suspected cause. It was also reported that the leaflet motion was tested with the proper actuator and there was no impingement. No additional adverse patient effects were reported.